Event description:
Pt fell off stretcher cart sustaining a subdural hematoma. The pt was seen seconds prior to the fall sleeping with the side rail up. The siderail was down when the pt fell. After investigation of this event, it is felt that the pt may have attemtped to pull himself up using the side rail causing the locking mechanism to release. There is a pin which can be placed to prevent the forward movement of the rail, however it was not in place at the time. The staff had not routinely used the pin unless the pt was confused, restless, or agitated which had not been the case. During the investigation it was also discovered that the frame of the cart could be rotated 180 degrees opposite to the MFR's original design. This would cause the side rail release to be opposite and could prevent a pt from pulling himself up and inadvertently releasing the rail.